Manufacturer narrative:
The reported event of the rv-setscrew could not be properly tightened was not confirmed. On inspection, rv connector block found threads were normal. Inserted a new set screw in the rv connector block and the set screw was able to tighten with normal force. Device was received from the field without the rv set screw and septum so further analysis cannot be performed.

Event description:
During initial implant procedure, the set screw in the header of the device was unable to loosen. A torque driver was need to release the lead from the device port. A new device was selected and successfully implanted to resolve the event. The patient was stable with no consequences.